Event description:
The customer reported that the ventilator triggered a technical failure of 379 alarm. No patient involvement was reported.

Manufacturer narrative:
The log files were provided to technical support for evaluation. The reported alarm was confirmed during the log review. Technical support advised the customer to replace the inspiration valve and send the removed inspiration valve to the zoll failure analysis lab for further evaluation.